Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the connection of the critline blood chamber and the dialyzer. The critline blood chamber was removed as soon as the leak was visible. Estimated blood loss was two to three tablespoons. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has been discarded. Facility was unable to provide pt info. Facility provided estimated date of occurrence. The exact date of the issue was not available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.